Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, a plum 360 had continued disruption caused by pump failure interrupting the workflow. There was no patient harm reported.

Manufacturer narrative:
A review of the device's 12-month service history was performed and no similar event was indicated. No event history was received from the customer, and a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed. D9: device available for evaluation: no.